Manufacturer narrative:
The canister is a single-use, disposable vacuum canister used with our mammotome vacuum assisted biopsy system to facilitate vacuum, managing fluids, and enabling tissue acquisition during a breast biopsy procedure. Although the canister is not manufactured by devicor, nor does devicor hold the regulatory pathway, it is an integral part of our system, and the failure would not be observed without its use with our system. This event was forwarded to the manufacturer for review and MDR assessment. However, after further clinical review of this failure mode with devicor's medical director, this event was reassessed and determined to be reportable as a malfunction of the system. Pursuant to 21 cfr 803 as a result of potential for serious injury should a malfunction recur, we are submitting this medwatch report.

Event description:
The cap of canister was burst into fragments. The user used old canister. No patient complication.